Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approx one month ago. The vessel morphology was reported as the aortic neck length was 4 cm, there was a tight aortic bifurcation, and there was moderate tortuosity in the iliac limbs. The stent grafts were implanted w/o issue. It was reported that eleven days post index procedure that the pt had an ischemic bowel. The pt expired the following day. There was no autopsy performed. The cause of the ischemic bowel cannot be determined and the cause of death is unk.

Manufacturer narrative:
(B)(4). Eval, results: (death, ischemia), (cause of death is unk). Conclusion: (cause of death is unk).